Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("essure removal due to bleeding disorder/abnormal uterine bleeding") in a 43-year-old female patient who had essure inserted. The patient's medical history included obesity, autoimmune hepatitis and uterine bleeding. Previously administered products included for abnormal uterine bleeding: mirena. Past adverse reactions to the above products included liver function test increased with mirena. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed in (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be unrelated to essure. The reporter commented: relevant medical history included bleeding disorders, mirena was tried but removed due to elevated liver values (see linked case fi-bayer-(B)(4)) and continued bleedings. Decided to perform hysterectomy due to abnormal uterine bleeding in (B)(6) 2018, essure removed for medical reason (medically necessary) since fallopian tubes removal is routinely performed in connection with hysterectomy, was not performed for essure removal. Essure batch number unknown. Removed organs were not sent to pathologist. In the device removal questionnaire, the reporter stated that he did not consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: gynecologist returned the essure removal questionnaire: essure batch number is not available. Patient's height 163cm, weight 96kg (obese). Relevant medical history: bleeding disorders, mirena was tried but removed due to elevated liver values and continued bleedings. Decided to perform hysterectomy and fallopian tubes removal (by routine in connection with hysterectomy) due to abnormal uterine bleeding / bleeding disorder (unspecific "adverse event" was thus deleted). Concomitant disease: autoimmune hepatitis. Essure was inserted in (B)(6) . Reporter did not consider that essure caused or contributed to the occurrence of the event(s). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("some adverse events"). The patient was treated with surgery (hysterectomy and fallopian tubes removal in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: hysterectomy and removal of the fallopian tubes in (B)(6) 2018 due to other reasons than essure, but some adverse events are suspected to have been caused by essure as well. Removed organs have not been sent to pathologist and the physician had not written down anything about essure removal but she assumed that essure implants have been taken out in connection with hysterectomy and fallopian tubes removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.